Manufacturer narrative:
(Catalog number, UDI) and (510k) are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that both of the pumps were showing 'no disposable, pump won't run' when using the same cassette. The user suspected a faulty cassette. A new cassette was made and both pumps were functioning. No patient injury was reported.